Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed that the time and date had reset to the default settings after a power on reset. On investigation, the pump powered on with a dim and discolored display screen. The pump was opened for investigation and revealed the internal clock battery was defective and unable to hold a charge. Investigation duplicate pump malfunction.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump did not work. No additional information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).